Event description:
It was reported that the programmer had a long boot time. Once booted the programmer functioned normally. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of a long boot time, however the hard drive was reconfigured and software reloaded as a preventive. (B)(4).